Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. A new device was implanted. No additional patient effects were reported.